Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated rv thresholds, low amplitude r-waves, and noise without oversensing. Rv pace impedance was 487 ohms, a significant decrease from 850 ohms at implant. The patient had been welding, and the patient has been advised against welding due to electromagnetic interference (emi) concerns. Additionally, the patient reported feeling symptomatic with threshold testing. The health care professional (hcp) noted that the patient's pulse varied in intensity, despite a underlying rhythm of 35 beats per minute (bpm) and no history of frequent premature ventricular contractions (pvcs). Technical services (ts) reviewed troubleshooting options, and rv output was increased to 4v@1ms to ensure capture. A device longevity estimate for this pacemaker showed 4.5 years remaining on the battery after less than 2.5 years of implant due to high programmed outputs. Additional information received reported that the rv lead was explanted and replaced due to lead dislodgement, however the pacemaker remains in service. No additional adverse patient effects were reported.